Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of the right middle cerebral artery aneurysm, the surgeon advanced the echlon-10 (mc) microcatheter to the aneurysm sac, and then push the coils via the mc. When he positioned the 3rd coil (orbit helical fill - (B)(4)) friction was noted during advancement via mc. Then, he tried many times and finally reached to the aneurysm cavity, but angiography showed the top of the aneurysm with minor bleeding. The surgeon continued to position two coils to stop the blood. The angiography showed no retention of contrast agent and the procedure finished. The device remains implanted, and no patient information was provided.

Manufacturer narrative:
During the coil embolization procedure of the right middle cerebral artery aneurysm, the surgeon advanced the echlon-10 (mc) microcatheter to the aneurysm sac, and then pushes the coils via the mc. When he positioned the 3rd coil (orbit helical fill - 637hf0206/ 15577523) friction was noted during advancement via mc. Then, he tried many times and finally reached to the aneurysm cavity, but angiography showed the top of the aneurysm with minor bleeding. The surgeon continued to position two coils to stop the blood. The angiography showed no retention of contrast agent and the procedure finished. The device remains implanted, and no patient information was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15577523 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available procedural information, no conclusion can be made regarding the resistance encountered during insertion of the orbit into the echlon-10 microcatheter which may have contributed to the minor bleeding. Additionally, the label for use recommends the use rapidtransit or prowler plus microcatheter, since compatibility with other devices has not been established. With review of the device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.